Event description:
Per email: inbound. Patient reported remodulin cassette was started 2 hours and then pump alarmed no disposable and had constant beeping. Lot number of cassette 4196398. Restarted using new cassette with same pump and discarded one cassette. No further details provided.